Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had pain, disability, physical impairment, disfigurement and aggravation of a pre-existing condition after asr hip implant. After review of medical records, patient was revised to address 1cm leg length discrepancy. Doi: (B)(6) 2006, dor: (B)(6) 2007 (left hip).